Event description:
It was reported that the user contacted support regarding mobile application issues, and during the interaction disclosed a blood glucose value of 226 mg/dl without a clear precipitating cause. The user reported not having eaten recently, denied any device damage or insulin leakage upon visual inspection, and stated use of a 6 mm steel cannula infusion set. No clinical symptoms associated with the elevated glucose were reported. The outcomes of the event included continued self-monitoring at home without medical intervention or hospitalization. The investigation included user counseling on glucose monitoring, verification that supplies appeared to be functioning appropriately, and review for alerts or alarms, none of which were reported. Investigation of the case revealed no device malfunction, no infusion set failure, and no identifiable contributing factor based on the user report and absence of alert activity. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.